Manufacturer narrative:
The device sample was not returned for eval at the time of this report. The DHR (device history record) review was conducted for the reported lot number. No issues or discrepancies were found which could potentially relate to this complaint. The DHR also showed that the product was assembled and inspected according to specs.

Event description:
The complaint was reported as: the circuit failed the leak pre-test. Test was conducted prior to pt use. No pt injury reported.